Manufacturer narrative:
Corrected from rs1vae to rs1 after information received through customer order. Not returned.

Manufacturer narrative:
The involved filter was not returned from the user facility. A review of the filter's lot manufacturing history was not possible since the lot number was not available from the customer. A precipitous drop in blood pressure is a known issue for some patients who receive blood products transfused through a bedside leukocyte reduction filter. Not returned.

Event description:
Haemonetics received a report on (B)(6) 2016 for a patient who experienced a hypotensive reaction during use with the rs1vae, leukogard rs leukocyte removal filter with attached set for salvaged blood. According to the physician, most of his patients are on ace inhibitors and the transfusion was not stopped for this reaction, but it was slowed which resolved the hypotension. No patient information or incident date was available.